Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections to the 5 vdc power supply were evaluated and reseated. The power supply itself was adjusted and optimized. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent communication errors. This error can prevent the system from booting to a usable state or result in a system lock up. No patient or user injury was reported.